Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was excessive additive quantity, generating false reactivities and traces of fibrin. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was excessive additive quantity, generating false reactivities and traces of fibrin. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 23-may-2024. Investigation summary : bd received 10 samples and 3 photos for investigation. The photos were reviewed and the indicated failure modes for additive abnormality, erroneous results, and fibrin with the incident lot was not observed. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by visual examination for factors related to the indicted failure modes and no issues were observed relating to additive abnormality, erroneous results, or fibrin as all samples met specifications. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to complete clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality, erroneous results (unknown analyte), and fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.